Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed a fractured cannula wing tab. The clear fragment was identified to be part of the cannula wing tab. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: unknown. Event description: the rep was not present for the case. Rep was notified of a procedure involving two trocar events. For the first trocar, the balloon would not inflate properly and would leak. It was replaced with a second trocar that was not securing pneumo on the patient. The rep is on their way to the hospital to collect the device and obtain more information. Both products available for return additional information was received via email on (B)(6) 2023 from account manager: unknown. What the status of the patient is. Unknown. How the case was completed. Unknown. Name of procedure. Unknown. What was the lot number of the complaint devices? The balloon malfunction was noticed during use. There was no damage noted to the tubing/balloon/balloon inflation port. Patient status: unknown.

Event description:
Procedure performed: unknown event description: the rep was not present for the case. Rep was notified of a procedure involving two trocar events. For the first trocar, the balloon would not inflate properly and would leak. It was replaced with a second trocar that was not securing pneumo on the patient. The rep is on their way to the hospital to collect the device and obtain more information. Both products available for return additional information was received via email on 13jun2023 from account manager: unknown what the status of the patient is. Unknown how the case was completed. Unknown name of procedure. Unknown what he lot number of the complaint devices were. The balloon malfunction was noticed during use. There was no damage noted to the tubing/balloon/balloon inflation port. Patient status: unknown

Manufacturer narrative:
The event device was returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.